Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no clinical supporting documents were provided to conduct a thorough analysis of the reported issue. Therefore, a medical assessment cannot be rendered. Without the actual product involved and/or device information our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that a patient's left hip implant failed and revision surgery was required to correct the problem.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, the reported event could not be confirmed. The clinical/medical task concluded, as this complaint is also being handled through smith and nephew's legal team, any responses to these queries are not immediately available to the members of smith and nephew's complaint/regulatory team and are not expected to be available for several months. This is due to the delivery timeframe of patient medical information and device return being in the control of the patient's legal team, rather than smith and nephew. The smith and nephew legal team has confirmed that once any additional relevant complaint information is received, (i.e. Reason for complaint, part/lot numbers, patient medical records, surgeon, device availability, and dates of implantation/revision) it will be provided to the complaint/regulatory team, at which point the complaint will be reopened for investigation. Therefore, a clinical assessment cannot be performed at this time. Potential probable cause of this event could include but not limited to traumatic injury. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should any additional medical information be provided this complaint will be re-assessed. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed. Credit cannot be issued for the device.